Event description:
I use the dexcom g7 continuous glucose sensor. I tried inserting a new one this morning at 8:08 am. I pressed the applicator to the back of my arm, I pressed the button, the sensor released. When I checked the sensor, I found that the wire that is supposed to be in my arm was sticking up out of the top of the sensor. I reached out to dexcom but they would not help me unless I gave them my phone number and email address several times after I filled out a form with the same information.